Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician was unable to aspirate the sheath without "bloody foam" after insertion of balloon catheter. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 7 applications were performed with a balloon catheter without any issue on the date of the event. Visual inspection of the sheath showed that the stopcock was intact with no apparent issues. Air aspiration was reproduced during pressure testing when the test dilator was introduced through the sheath. The hemostatic valve was leaking and a torn valve disk was suspected. In conclusion, the reported issue air ingress was confirmed through testing. The sheath failed the returned product inspection test due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.